Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system would not save images and the keyboard locked up. No patient injury was reported.